Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, but the cause could not be determined. If additional relevant information becomes available, a follow up will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain 6) alarm was identified in the log. The alarm occurred on (B)(6) 2013 05:43:34. No further information was available.